Manufacturer narrative:
Correction: g3 field (reportable aware date).

Event description:
It was reported that a heparin infusion was initiated at a rate of 8.64ml/hr. Using guardrails at an unspecified duration over several hrs. The rn reported that within 10-15mins of the infusion at 1335pm, the heparin bag was completely emptied. Other infusion was 1l lr infusing at unspecified rate not on a module . It was later reported that the patient did not receive medical treatment to counteract the event however the ed md consulted with the cardiologist and then decided not to give protamine. There were no other interventions required other than monitoring the patient and ptt (pt/inr ) repeated labs done approximately 2hrs after the event. The patient was transferred to another medical facility for a diagnosis that was unrelated to this event and discharged to home without any negative impact or consequence.

Manufacturer narrative:
The customer¿s complaint of an over infusion was confirmed as user programming. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed, the suspect device was selected and programmed guardrail drug heparin (drugid= 162) at a rate of 864 ml/hr (vtbi= 250 ml). The pcu prompted ¿dose exceeds guardrails limit of 4000 unit/hr. Proceed?¿ and the user selected ¿yes¿ (soft key 6). The infusion successfully completed. When the user attempted to program additional vtbi, the pcu prompted ¿dose exceeds guardrails limit of 4000 unit/hr. Proceed?¿ and the user selected ¿no¿. The device was channeled off. Total volume infused= 250.727 ml. Inspection of the devices showed no anomalies. Testing showed the device was delivering fluids within specification. The event administration set was not returned for investigation. The devices were being used for treatment purposes. The root cause of the customer¿s complaint of an under infusion was identified as user programming. The intended programming was heparin at a rate of 8.64 ml/hour. The actual programming was at a rate of 864 ml/hr. Inspection: the event administration set was not returned for investigation. Lvp sn (B)(4). The device was received in good condition. The instrument seal was intact. Dried fluid observed on the male iui. Dried fluid observed on the female iui. Platen assembly, post, hinge, pins, springs, and buttons are all intact and did not interfere with the door operation. Latch sear are installed properly and did not interfere with the door operation. All parts are manufactured by bd. Dried fluid ingress was observed on the rear case under the female iui. Dried fluid ingress was observed on the iui contact points of the logic board bezel was observed in good condition (date code: (B)(6) 2018) pcu sn (B)(4). The device was received in fair condition. The instrument seal was intact. Dried fluid observed on the male iui. Dried fluid observed on the female iui. The handle was observed broken at both hinge points. All parts are manufactured by bd. The pcu was disassembled and no anomalies were observed. Log analysis results: the customer reported an event date of (B)(6) 2021 at 1:35 pm. Review of the pcu error log showed no errors were recorded on the reported event date. Review of the pcu event log showed the pcu was powered on at 1:33 pm on (B)(6) 2021 at 1:33 pm; new patient and same profile (critical care) were selected. At 1:33 pm, the suspect device lvp 15403661 was selected and programmed guardrail drug heparin (drugid= 162) at a rate of 864 ml/hr (vtbi= 250 ml). The pcu prompted ¿dose exceeds guardrails limit of 4000 unit/hr. Proceed?¿ and the user selected ¿yes¿ (soft key 6). At 1:35 pm, the suspect device was paused. At 1:36 pm, the suspect device was restarted. At 1:53 pm, the infusion completed; the suspect device was kvo (rate= 20 ml/hr). At 1:55 pm, the suspect device was selected and programmed additional vtbi= 10 ml (rate= 864 ml/hr). The pcu prompted ¿dose exceeds guardrails limit of 4000 unit/hr. Proceed?¿ and the user selected ¿no¿ (soft key 7). At 1:56 pm, the suspect device was channeled off; the pcu was powered off. Pvi= 250.727 ml. Test results: lvp sn (B)(4). Timed rate accuracy testing (dir 10000360036) was performed using a test administration set, source device sn 15403661 and the returned pcu sn (B)(4) to determine if the system is delivering fluid in specification. Results indicate that the system was operating within specification. See appendix for results. Test method information: 1503-001-029-r over infusion test method (dir 10000360063). 1503-001-006-r rate accuracy test method (dir 10000360036). Device history review: pcu sn (B)(4). A review of the device history record showed the device had a manufacture date of 11/29/2018. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for source device pcu sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record in trackwise and sap was performed for the source device pcu sn (B)(4) which did confirm similar complaint (B)(4) with the same or related failure mode for this customer.

Event description:
It was reported that a heparin infusion was initiated at a rate of 8.64ml/hr. Using guardrails at an unspecified duration over several hrs. The rn reported that within 10-15mins of the infusion at 1335pm, the heparin bag was completely emptied. Other infusion was 1l lr infusing at unspecified rate not on a module . It was later reported that the patient did not receive medical treatment to counteract the event however the ed md consulted with the cardiologist and then decided not to give protamine. There were no other interventions required other than monitoring the patient and ptt (pt/inr ) repeated labs done approximately 2hrs after the event. The patient was transferred to another medical facility for a diagnosis that was unrelated to this event and discharged to home without any negative impact or consequence.